Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected low battery alarm or replace battery alarm noted during testing. The insulin pump trace download analysis confirmed the pump alarmed power loss alarm and replace battery alert. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph and confirmed power loss alarm and replace battery alert due to connector resistance. After disconnecting and reconnecting the internal battery connector on electrical board, the pump was monitored and functioned properly. It was received with scratched case and stained keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed replace battery now without getting a low battery alert. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated the battery has to be changed within two days of inserting it. Customer was assisted with troubleshooting. The customer mentioned this is the second occurrence of the alarm without a prior low battery warning. Customer was advised they may continue to wear the insulin pump until replacement arrives. The device will be returned for analysis.